Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 12 x 2.25mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 95% stenosed, 12mm x 2.25mm target lesion was located in the seriously tortuous and calcified right coronary artery. Following pre-dilatation, a 12 x 2.25 promus premier stent was advanced for treatment. However, it was noted that the stent moved on the balloon. The procedure was completed with another 12 x 2.25 promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.  (B)(4).

Event description:
It was reported that the stent moved on balloon. The 95% stenosed, 12 mm x 2.25 mm target lesion was located in the seriously tortuous and calcified right coronary artery. Following pre-dilatation, a 12 x 2.25 promus premier¿ stent was advanced for treatment. However, it was noted that the stent moved on the balloon. The procedure was completed with another 12 x 2.25 promus premier¿ stent. No patient complications were reported and the patient's status was stable.